Event description:
It was reported that the lead was explanted and replaced due to high impedance and noise. Patient was fine after procedure; no further issues reported.

Manufacturer narrative:
A partial fracture of the inner coil was noted in the suture sleeve impression area at 38.2cm from distal tip. This fracture is consistent with the observation from the field of high lead impedance and noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.